Manufacturer narrative:
The reported event involving a pump module(s) ¿it was reported that a dose adjusted epoch chemotherapy (consist of doxorubicin, etoposide, and vincristine mixed into a 1 liter bag, actual volume ranges between 1,010ml and 1,030ml) was found to infuse longer than intended. There was no death or serious injury and the final volume of the medication was infused. Although requested, additional information was not provided.¿ could not be confirmed. The source device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that a dose adjusted epoch chemotherapy (consist of doxorubicin, etoposide, and vincristine mixed into a 1 liter bag, actual volume ranges between 1,010ml and 1,030ml) was found to infuse longer than intended. Epoch regimen has 4 days of 24 hours infusion through either peripherally inserted central catheter or infusion port without any extension sets added to the primary tubing. The initial bag was hung on day 1 september 23, 2019 at 1550 and infused until 1817 the next day. Since the chemotherapy infusion ran over 24 hours, the subsequent infusions were adjusted as follows: day 2 september 24, 2019 began between 1855 to 2130 the next day; day 3 september 25, 2019 began at 2207 to past midnight of the next day (0003); and day 4 september 26, 2019 began at 0025. A day 5 medication cytoxan was given between 0300 to 0600 in the next morning and the patient ended up staying an extra day in the hospital. The infusion was programmed using guardrails drug library at a rate 42-43ml/hr. The device was set-up at the patient's level while the medication bag was hung 2-3 inches above the pump. There was no death or serious injury and the final volume of the medication was infused. Although requested, additional information was not provided.